Manufacturer narrative:
Retain testing was performed on lot #hcg0110360 with in-house controls. Control: 25miu/ml hcg urine control lot# hcg110328-01, 100miu/ml hcg urine control lot: hcg110307-01, 260.1 iu/ml hcg urine control lot: hcg110218-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes reading time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). The 260.1 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). Conclusion: customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retained devices. Results meet qc specification. No false negative was observed. Manufacturing batch record review did not observe any failure. Product support was unable to identify the root cause without in-house patient specimen analysis. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported false negative urine hcg on one patient. (B)(6) patient was admitted for outpatient surgery. The planned procedure was a neck procedure and a diagnostic laparoscopy with hysteroscopy under general anesthesia. A rapid pregnancy test was done in the pre-operative holding area and the result came out negative. The neck procedure was done first. After the laparoscopy procedure was started, the surgeon found the uterus to appear enlarged and suspected possible pregnancy. The procedure was halted and a serum pregnancy test was done on the fisher sure-vue serum/urine hcg test kit. Result from the serum pregnancy test came back positive. The hysteroscopy portion of the procedure was abandoned. When the initial rapid pregnancy test cassette was retrieved from the trash, it was found to show a positive result. The original urine sample was still on hand and it was used to repeat the test with another rapid pregnancy cassette. Patient has had no problems with pregnancy.